Event description:
It was reported that the device has a weak hold of the burr and the burr was released during the surgery. No piece broke of inside the patient. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 17-feb-2021: it was confirmed that the surgeon noticed the problem outside of the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device has a weak hold of the burr and the burr was released during the surgery. The reported event was confirmed. The manufacturers evaluation revealed a worn clamping system along with a rough bearing in the planetary gear. Furthermore, the device is dirty inside. Based off the information provided, the most likely cause of the reported failure is wear and tear.